Event description:
Reporter alleged obtaining the results of lo (less than 10 mg/dl) and 138 mg/dl back to back within 10 minutes on the compact plus system. Reporter alleged that he drank orange juice after he obtained the lo result. Reporter stated that he took his medication as he normally would after obtaining the higher result. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter stated that the strips were gone, so no product will be returned for evaluation.

Manufacturer narrative:
Will not be returned to manufacturer.